Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Customer¿s blood glucose level was 52 mg/dl at the time of incident and other relevant blood glucose level was 68 mg/dl. Customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege that the insulin pump was over delivering. Customer stated that the insulin pump programming was accurate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.